Manufacturer narrative:
(B)(4). Other device used: catalog #unk, unknown zimmer liner, lot #unk- implanted (B)(6) 2012. This report will be amended when our investigation is complete.

Event description:
It is reported the surgeon performed a closed reduction due to a shoulder dislocation.

Manufacturer narrative:
The tm reverse shoulder surgical technique states "the joint should be stable throughout the range of motion. If the construct dislocates, varying thickness trial liners and/or trial spacers should be used to obtain the proper joint stability." The provided operative notes state "trial reduction demonstrated a 12 augment and 36 x +6 retentive cup gave the best stability to the shoulder." No devices or photos of the devices were returned therefore a determination on the condition their condition could not be made. The lot numbers for the poly liner are unknown therefore a review of its device history records could not be performed. The device was used for treatment. A lot based complaint history search could not be performed due to the lack lot numbers of the liner. Joint tensioning is based on the surgeon's clinical evaluation; no deficiencies with product were noted.